Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that surgeon reported an issue of improper corneal flap cut in unknown eye of the patients during refractive surgery. There are multiple related reports for this facility. This report addresses the patient unknown, unknown eye and other manufacturer reports will be filed. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review is not possible as no specific treatment nor treatment days are reported. An logfile review was performed for the linked complaint). Logfile review statement: the review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows seven successfully performed treatments without interruptions. The review also shows that all treatments were performed with a high amount of energy (canal, bed, side cut) and with a relevant deviation between planned and performed energy (for some values more than ten percent). Review of logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. No part is expected to be returned to company for evaluation. During onsite visit the field service engineer checked the laser system and performed system verification as per service installation record. The root cause of the reported events could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the laser system and performed system verification as per service installation record. Logfile review is not possible as no specific treatment nor treatment days are reported. Logfile review statement: the review of logfile for the day of treatment shows all laser system functions were within specifications. The logfile shows seven successfully performed treatments without interruptions. The review also shows that all treatments were performed with a high amount of energy (canal, bed, side cut) and with a relevant deviation between planned and performed energy. Review of logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. The replaced part was received to company and forwarded for investigation to the responsible supplier. Awaiting investigation results. Without investigation results by the performed analysis by the supplier no root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).